Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no damage was observed to the pump keypad cover; however, the ok symbol was worn and illegible. During testing, the ok, up arrow, and down arrow keypad buttons were intermittently unresponsive; the contrast keypad button responded properly. The keypad cover was removed and contamination was found under all button contacts. The ok button contact was also inverted. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. The pump case was removed and the dim display was replaced with a test display. The test display functioned properly.